Event description:
The device was used during a cholecystectomy procedure. Reportedly, a piece of plastic disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied another to complete the procedure. The hospital has reported no pt injury occurred.